Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 496 mg/dl and high ketones that a healthcare provider identified as dangerous and life threatening. Reportedly, customer received a minimum fill notification after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer was treated with intravenous fluids of saline and insulin and was discharged from the ER the same day with no permanent damage with the issue resolved.